Event description:
It was reported via repair work order that the cot does not always slide in or secure down in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The stryker field service rep, spoke with the customer regarding their concern and provided that this may occur due to the variability in tolerances between devices and the power load system. The stryker field service rep explained that the user should verify that the cot gets locked in as instructed in the operations manual. The customer was not alleging any defects and did not require stryker field service rep to come to their facility to evaluate the product.

Event description:
It was reported via repair work order that the cot does not always slide in or secure down in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.